Manufacturer narrative:
Unknown/ not provided. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted. Therefore; lens was not explanted. Initial reporter first name: information unknown/not provided. Initial reporter telephone number: +61(07) 54139115. The device is not returning for evaluation as it was discarded. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged. The iol did not contact the eye but cartridge tip was in contact with the patient's eye. Product was discarded by the hospital. No further information is available.